Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to use the device, it was noticed that there was a rough spot on the stent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual evaluation of the returned device found that the device has a material remnant (burr) at the distal end of the stent. Based on the product analysis, the manufacturing process was not executed as validated/as designed and ncep 94049 is addressing the encountered issue. The complaint does not represent a new or unanticipated event. Therefore, ¿manufacturing execution error¿ is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found. The correct date when the product received was on (B)(6) 2018.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to use the device, it was noticed that there was a rough spot on the stent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."